Event description:
It was reported the customer was hospitalized due the device not delivering the appropriate amount of insulin. Customer's mother did not provide any further information. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.